Event description:
A user facility reported that an intraocular lens (iol) was noted to be cracked during implantation. The surgical incision was widened to facilitate removal of the iol. Additional information has been requested.